Event description:
The cardioquip heater cooler malfunctioned during open heart surgery. During rewarm of patient, the heater/cooler cardioquip 1000 alarmed "failure-temperature differential" error. Device was reset and worked intermittently. Manufacturer service contacted for trouble-shooting and identified internal problem. Patient was weaned from cardiovascular bypass successfully. Biomed called and device removed from service.